Event description:
It was reported that the intellivue mx800 patient monitor did not alarm during a patient ventricular tachycardia (vtech). The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips remote clinical support (rcs) spoke with the customer biomed. The biomed stated that on (B)(6), the patient's monitor (bed#: 2b-20) did not generate ventricular tachycardia (v-tach) alarms during a specific time-frame. The biomed stated that the patient had previous v-tach alarms generated/ended during the day but then the monitor stopped generating the v-tach alarms. The philips rcs reviewed the clinical audit logs and determined that between the timeframe: on (B)(6) 2024 15:39:25 to on (B)(6) 2024 21:00:50 the intellivue bedside monitor¿s ECG/arrhy alarms were changed from on to off, and pulse alarm active. It was stated that action took place at the bedside monitor at 15:39:25. The biomed was advised that the monitor will not generate v-tach alarms, when the monitor¿s arrhythmia alarm is off. The biomed stated that they will review the finding with the clinical manager. The biomed was advised to switch the monitor's arrhythmia alarm from off to on (hr alarm source), and the monitor started to generate v-tach alarms once again. The biomed was also provided references to the: ¿ECG and arrhythmia alarm overview¿ and ¿using pulse alarms¿ which explains the ECG/hr and pulse alarms behavior. The device was operational after the configuration change was made. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.